Event description:
Customer reported that the inside of the battery cap is stripped. Blood glucose value is 248 mg/dl. Customer stated the damage occurred due to wear and tear. Customer could not know her settings because the device ran out of battery and is unable to change it because the battery cap is still stuck. Nothing further reported.

Manufacturer narrative:
(B)(4).insulin pump received with stripped battery cap coin slot, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip.